Manufacturer narrative:
(B)(4). Batch # m5570a. The analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45g reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, the device was tested for functionality in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device closed and opened without any difficulties noted. The automatic knife reverse feature and reverse button force worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lung wedge resection procedure, that on the sixth with a green reload the stapler would not open after firing. The surgeon attempted to use reverse button to open but was unable to do so. So he used the manual override. Battery made a strange slow sound while firing. Last transaction so the case was done. No other products needed. There were no adverse consequences for the patient.